Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported having no delivery issues with her insulin pump. The customer also stated her blood glucose was always not accurate. She also stated the insulin pump would beep for no reason. Customer's blood glucose was 192 mg/dl. No additional information provided.